Event description:
Consumer alleges after he leaned against the heating pad on his couch for back pain he left the pad plugged in and unattended while in another room. Consumer returned back alleging heating pad caught on fire causing property damage to his couch. There was not a report of personal injury with this incident.

Manufacturer narrative:
There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "unplug when not in use. Never leave appliance unattended, especially if children are present" and consumer failed to perform that instruction.